Event description:
It was reported that following the completion of an ECG examination, ¿the patient was difficult to talking and falling asleep.¿ it was noted the patient was requesting programming at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).